Event description:
It was reported that, during servicing, this 980 ventilator did not pass the circuit pressure test portion of the short self test (sst). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. While the service personnel (sp) was performing servicing, the device failed the extended self test (est) circuit pressure test, so the inspiratory flow module (ifm) printed circuit board assembly (pcba) was replaced. Additionally, based upon codes in the logs indicating a loss of graphical user interface (gui) communications, sp replaced the gui central processing unit (cpu) pcba. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One gui cpu pcba was returned for failure investigation. The part was visually inspected and functionally tested with no failures identified. One ifm pcba was returned for failure investigation. The part was visually inspected and no anomalies found. The part was attached to the test ventilator and powered up but failed est testing, reporting that the inspiratory auto zero solenoid was not operational. After a thorough investigation, a faulty s01 in the ifm pcba was identified. Analysis determined the ifm pcba was prior to the implementation of a change to address autozero solenoid (s01) failures. If an s01 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the reported est failure was identified as a faulty auto zero solenoid (s01) on the ifm pcba. There is an existing previous internal investigation regarding this issue. The cause of the loss of graphical user interface (gui) communications was not determined. The gui issue is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.